Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited intermittent undersensing during atrial pacing events. After loss of sensing, the device delivered a backup pacing due to functional loss of capture. The patient subsequently experienced ventricular tachycardia and it was successfully treated with atp therapy. Programming changes will be made.